Event description:
On (B)(6) 2012 patient's wife reported the infusion set on the infusion device is leaking every day. Wife stated this has caused the patient's blood glucose level to go up to 400 mg/dl. Patient's normal blood glucose range is 80-125 mg/dl. Wife reported the patient treats the elevated blood glucose level with the infusion device. Wife stated patient is inserting the infusion set by hand. Wife reported the leak is coming from underneath the infusion set adhesive. Wife stated there is no scar tissue in the area and the insulin is not pooling under his skin. Wife reported the leak is caused by the infusion set adhesive not sticking. Wife stated the adhesive starts to roll up after a day and then the leak starts. Wife is unable to tell if the infusion set cannula came out of the patient's body. Wife reported the patient noticed the leak because his blood glucose level goes up an the adhesive is wet. Wife stated the patient is not sweating, there is no hair or bruising in the area and they are not using lotion in the area of the infusion set. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion set for evaluation.